Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes were under filling. There was no report of patient impact. The following information was provided by the initial reporter: customer has under fill coagulation tubes ref 363048 and 363047. In point of her, she has over filling tubes stago have changed recently the software on their st.armax3 and the instruments reject all tubes under 90% and over 110%. It seems to be a new soft.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h10.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes were under filling. There was no report of patient impact. The following information was provided by the initial reporter: customer has under fill coagulation tubes ref 363048 and 363047. In point of her, she has over filling tubes stago have changed recently the software on their st.armax3 and the instruments reject all tubes under 90% and over 110%. It seems to be a new soft.